Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and this transvenous defibrillation lead exhibited noise on the rate/sense channel. The noise was oversensed, resulting in multiple inappropriate shocks to the patient. The patient had presented to the emergency room. Tachy therapy in the device was programmed off until an invasive procedure could be performed. A boston scientific technical services consultant discussed that the cause could be high voltage leads reversed in the device header. It was later reported that the right ventricular pacing impedance measurements had increased since implant. With this information, technical services recommended checking for a loose setscrew.

Manufacturer narrative:
An invasive procedure was performed and the distal setscrew on the rate/sense lead was confirmed to be loose. Initial testing after re-connection revealed undersensing of vf with no sensing. The physician experienced difficulty in re-inserting the rate/sense terminal pin of the lead back into the device header. Some resistance was felt, and lubricant was used to ultimately get the terminal pin properly inserted. Lead measurements were then within normal limits, and dft testing was successful. The device and lead remain in service without further complications. Should boston scientific receive additional information, this event will be reopened and updated.